Event description:
The manufacturer received information a trilogy ev300 ventilator was reported to have failed the test step for active exhalation verification: pilot: reading. There was no patient involvement, and no harm or injury reported. It was reported that the 3-way solenoid and proportional valves would require replacement to address this issue. However, no repair work was completed because the customer rejected the philips quote for repair. The device remains at the customer site.